Manufacturer narrative:
Agent reported revision surgery due patient presented to doctors office with pain and swelling complaint has been evaluated and is similar to report number 1644408-2022-01108; 508-36-101, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient presented to doctors office with pain and swelling.